Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were submitted for evaluation. The photographs were reviewed, and presence of air bubbles within the bloodline tubing was observed, visible through the blood inside the tube. Based on visual findings of the photographs, the reported defect of air in the line was confirmed. The exact root cause of the defect could not be determined without the actual defective sample to evaluate. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five (5) retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, when the arterial line it is connected with the patient's, there are many micro bubbles. No patient injury were reported as a result of this event.